Manufacturer narrative:
Other, other text: h10 ?device evaluation: one level 1 hotline low flow system was returned for investigation in used condition. There was wear and tear damage on the front cover. The investigator filled the reservoir with water, attached temp check to the hotline, plugged in line cord, and turned on power switch to perform the safety/electrical test. The customer reported product problem was confirmed. The problem source of the reported product problem was unknown. A root cause was not established. The water tank cover (from where the leaks were coming) was replaced.

Event description:
It was reported that the level 1 hotline low flow system (hl-390) was leaking. No patient injury or complications were reported in relation to this event.